Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the subject device was manufactured more than six and half years ago, the probable cause of the control panel failing to operate is due to deterioration of the electronic components of the front panel unit over time due to repeated use for a long period of time. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation, upon evaluation of the device, the reported event of control panel not functioning was not confirmed. The front panel switch worked as normal. However, illegible front panel labelling, worn-out socket air joint, leaking air pressure, air tubing corrosion and damaged scope socket tab not protecting socket pins were noted. In addition, a non-olympus lamp was over 500 hours and the light output was below specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source control panel is not functioning. The device can power on but the controls fail to work. There was no patient involvement, no harm or user injury reported due to the event.